Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Only year known, assumed 1st day of month (july) that complaint was reported

Event description:
It was reported that during an unknown procedure, the bottom piece of the jaw broke off once the device was removed from the patient. Per the caller, the device was activated near a clip. The piece did not fall into the patient. It is unknown how the procedure was completed. No other details of the event are known. No patient consequence reported. The device was discarded.